Event description:
It was reported that a revision was performed because there were problems with the pump. The pump reportedly came out through the patient¿s skin. It was stated that area became infected and the pump was not working properly, due to the catheter not being ¿in the spine correctly.¿ the catheter had been that way since the pump was implanted. The issue occurred in (B)(6) 2011. The entire system was replaced. At the time of the event, the pump was used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# serial# (B)(4) implanted: (B)(6) 2011, explanted: product type catheter. (B)(4).